Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 ultra resilia valve was deployed at 70:30 aortic/ventricular position with 2 ml less contrast solution than nominal volume, as intended. Because mild paravalvular leak (pvl) was observed, post-dilation was performed with the same contrast solution volume as valve deployment. Immediately after post-dilation, echocardiography and aortography (aog) revealed severe central leak transesophageal echocardiography (tee). Movement or abnormality of the valve leaflets could not be confirmed with echocardiography due to acoustic shadow of the valve frame. Because hemodynamics was relatively stable, another kit was opened, and a valve-in-valve was performed. The second 23 mm sapien 3 ultra resilia valve was deployed with 2 ml less contrast solution than nominal volume. The central leak disappeared and there were no complications including coronary artery obstruction. The procedure was completed without problems.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint that the deployed valve exhibits central regurgitation was unable to be confirmed. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, "mild paravalvular leak (pvl) was observed, post-dilation was performed with the same contrast solution volume as valve deployment. Immediately after post-dilation, echocardiography and aortography (aog) revealed severe central leak." Per the training manual, the post-dilation can improve the paravalvular leak; however, it can have a risk of resulting in central regurgitation. In this case, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.